Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine pen-needle was unable to deliver insulin. The following information was provided by the initial reporter: patient had multiple bd ultra-fine 4 mm needles through which insulin could not be injected. The needles were not permeable. Therefore, despite pressing the release button on the pen, the dosage did not come out of the needle into the body.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.

Event description:
It was reported that the bd ultra-fine pen-needle was unable to deliver insulin. The following information was provided by the initial reporter: patient had multiple bd ultra-fine 4 mm needles through which insulin could not be injected. The needles were not permeable. Therefore, despite pressing the release button on the pen, the dosage did not come out of the needle into the body.